Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call that a red light was present on the insulin pump. The customer also reported a blank display. The customer reported swimming while connected to the insulin pump. Troubleshooting was unable to recover the display with a new battery insertion. Customer's blood glucose was unknown. The customer was advised to disconnect from the insulin pump and revert to a back-up plan. The customer was advised that the device would be replaced. Customer agreed to return the product for analysis.

Manufacturer narrative:
The pump was received with a blank display anomaly due to a corroded electronic assembly. The motor assembly was found corroded. Unable to verify the critical pump error due to the blank display. The pump was received with a cracked case on the back at the battery tube area, a broken belt clip rail, minor scratches on the lcd window, case and keypad overlay.